Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the burnt main lamp could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the light guide socket was worn, resulting in occasional no highlight mode and the main lamp was burnt black. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a laparoscope procedure, no high light mode and dark image on the visera 4k uhd xenon light source. Upon inspection and testing of the returned unit, lamp failure was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.